Event description:
Facility reported that approximately 1-1.5 hrs into a hemodialysis treatment, there was a disconnection between the bloodline and central venous catheter. Approximately 600 cc of blood was lost. A code was called but the patient expired. The hospital indicated that the patient had a history of confusion and agitation and may have pulled at the connection. It could not be determined if the machine alarmed.